Event description:
Customer called to report she had difficulty prepping the vitrectomy handpiece. She stated the vitrectomy was unplanned, but not as a result of a system problem. She said the vitrectomy was due to the patient.

Manufacturer narrative:
Device available for evaluation: yes. Device manufacture date: 09/30/2011. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Customer technical support instructed the customer on the correct preparation of the vitrectomy hand piece. Remained on the line prior to use and confirmed success. The system will not be checked as the caller reported the unplanned vitrectomy was required due to patient nor the signature phaco system. (B)(4): placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted.